Event description:
It was reported that on (B)(6) 2022, a patient was presented with grade 4 degenerative mitral regurgitation (mr). A xtw mitraclip (11111r115) was implanted, reducing the mr to grade 1. On (B)(6) 2022, the patient was presented with functional mr and recurrent mr at grade 3-4. The xtw mitraclip was detached from the posterior mitral leaflet (pml). As intervention, two mitraclips were implanted at both ends of the xtw to stabilize the clip. The mr was reduced to grade 1. Per the physician, the recurrent mr was due to worsening heart failure. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) cannot be determined. The mitral valve insufficiency/ regurgitation appears to be due to the slda and the pre-existing heart failure. Mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.